Manufacturer narrative:
(B)(4). Additional information was received confirming that once this lead was disconnected from the device, no capture and impedance measurements greater than 2000 ohms were observed. No asystole was noted. No other adverse event were reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.

Event description:
--